Event description:
Same case as manufacturer's #6000130-2006-00198. It was reported that during a popliteal artery angioplasty treatment procedure, the sentinol biliary nitinol stent catheter became stuck on the guidewire after the stent was deployed. The guidewire and the sentinol biliary nitinol stent catheter were removed together from the patient. The angioplasty procedure was successfully completed with this device. No patient complications were reported. Current patient status is `satisfactory'.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation which is not complete at this time.